Event description:
A user facility reported image failure and a positive leak test on the evis exera ii ultrasonic bronchofibervideoscope. The issues were observed during an unspecified procedure. There were no reports of patient or user harm associated with this event. This report is being submitted for the malfunction of image failure.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of image failure and leak was partially confirmed. Due to a pinhole on channel tube, water tightness is lost. The reportable malfunction of image failure was not confirmed. There was no issue found with the video image or ultrasound image. The following additional findings were also noted: peeled label on scope connector, breakages of the image guide bundle, shaved distal end, breakage of the light guide bundle, wear on the bending section cover, detached connection between the bending tube and distal end due to damage on the bending tube, bending angle in up direction does not meet standard value and the joint section between the bending tube and distal end was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image failure issue could not be reproduced and a definitive root cause of the issue could not be determined, however, it is likely that the video function did not work properly due to the observed damage to the light guide bundle. The observed light guide bundle damage was likely due to user handling/mishandling. The event can be prevented by following the instructions for use which state: warnings and cautions ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.